Event description:
Customer reports: the gastrostomy tube was placed on (B)(6) and on (B)(6) (2022) the gtt was lost due to a cuff rupture. The patients gtt was removed and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Device evaluation comment - the device will not be returned for evaluation because this complaint was issued through brazil's anvisa and the customer has not been identified therefore it is not possible to request or obtain a sample to evaluate.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.